Event description:
It was reported that the ventilator alarmed for stop of ventilation. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The ventilator unit was returned for investigation. The visual inspection did not reveal any malfunctions. No deviations noted during start up. The system pre-use check passed without deviations. A simulated test ventilation on a test lung for four days was preformed without any generation of alarms. Evaluation of the device logs revealed that the device was upgraded with a new software just before the generation of the reported alarm. After the device was restarted the alarm was no longer active. According to the device service manual, chapter 6.3.2, the reported technical alarm is common after a software installation. The solution is to restart the system and check that no technical alarms are activated. Our conclusion regarding this matter is that the returned device is faultless, and that the alarm was generated due to the software installation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).